Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. Loss of capture and high rv pacing thresholds were also noted. The patient's pacemaker had migrated in the pocket and pulled on the rv lead which was thought to be the cause of the reported observations. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.